Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic segmentectomy, while detaching the pulmonary vein and lung parenchyma, there was bleeding as the staple line was incomplete proximally. Another reload was used, however, some staples could not be formed and the staple line was incomplete centrally. The staple line was sutured. Another reload was used to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one photograph of one device. A visual inspection of the returned photo noted that the only the jaws of the reload can be seen. The jaws can be seen open. The cartridge cannot be seen in the returned photographs. No device abnormalities can be seen. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.